Event description:
It was reported that the tip of the instrument broke off during the procedure. No pt complication was reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the upper jaw of the instrument is completely broken off. The broken piece was not returned for the analysis. No indication of fatigue or material defect was observed. Direction of fracture suggests misuse of the part. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.